Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not turning on. The customer¿s blood glucose level was 238 mg/dl. Customer was instructed to remove battery, wait for the insert battery alarm before inserting new aa battery. Customer was advised to ensure that the battery is securely fastened and battery slot aligned horizontally with pump and display did not returned. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.